Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during closure of a posterior spinal fusion procedure, a tab was identified to be missing from a rod reducer. Fluoroscopy identified that the tab remained in the patient. Bone graft was removed and the fractured piece was recovered. Bone graft was replaced and incision closed. A delay greater than thirty minutes was noted. No additional patient consequences were reported.